Event description:
A consumer reported that following intraocular lens (iol) implant surgery, he experienced unsatisfactory visual actually results. He had a secondary surgery to recenter the lens, but there was no visual improvement. He stated that before the surgery, he had no myopia or astigmatism, and now he needs eyeglasses with correction. In a follow up, the medical secretary confirmed that following the iol implant surgery the lens was re-centered, and reported the pt also had a yag capsulotomy.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested and received. (B)(4).